Event description:
Healthcare professional additionally reported device was "ruptured."

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening extended on posterior and weight to the spec. A visual and microscopic analysis was performed which identified striated opening on anterior and posterior, non-penetrating nicks, creases fold and wear abrasion. Based on the device analysis the final assessment is: a striated opening on anterior and posterior due to surgical damage consist in the use of some surgical tool.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Device remains implanted.